Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch down cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that during a da vinci total benign hysterectomy procedure, a broken wire was identified at the tip of the prograsp forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.